Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump went off and was completely dead without warning. The customer stated she removed the battery and put it back in and received a weak battery notification. The customer stated the insulin pump went blank again when she tried to deliver a bolus. The customer stated she put in another battery, the screen was completely blank again, so she took the battery out and blew on it and put it back in. She received another weak battery alarm. No corrosion or damage was noted. After cleaning the battery cap contacts and inserting a new battery, the customer did not receive a failed battery test. The customer's blood glucose was believed to be 150-160 mg/dl. Nothing further was reported.